Event description:
A 3.0mm diameter x 24mm length ave gfx stent was inserted into the right coronary artery, in an effort to treat a distal target lesion. It was not possible to advance through the proximal area of the target vessel, therefore, the stent and delivery system pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system at the femoral sheath. It is not known if the physician followed the instructions for removal of an undeployed stent. The stent remains within the pt's peripheral vasculature, and no further intervention was attempted. The pt is doing well, and there was no additional clinical sequelae reported relative to the event.